Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) confirmed the reported failure and diagnosed the issue to be related to the compressor. The iabp was unable to sustain enough vacuum or pressure. The fse found the transducers to be out of specification and replaced the scroll compressor. The fse also calibrated the drive pressure, vacuum, and the transducers. The fse then performed a full systems check, and confirmed all tests passed to factory specification. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that prior to use during start up the cardiosave had a power-up fault codes # 14. No patient was involved. No death or injury was reported.